Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the patient presented in clinic after receiving a shock the previous day. The patient had several non-sustained lead noise episode due to t waves and r waves of the same size. Both were intermittently undersensed on the discrimination channel. Lead repositioning was discussed, as there were no sensitivity changes that could be made.